Event description:
It was reported that the pump displayed a dosing stopped alert because it was not receiving readings from the continuous glucose sensor, and the user required guidance to pair a new sensor. Symptoms included interrupted insulin delivery with risk of hyperglycemia. Outcomes included restoration of dosing after successful sensor replacement and pairing, without emergency treatment or hospitalization. Investigation included remote troubleshooting and education to review alert meaning and to complete sensor pairing. Investigation of this case revealed normal pump function and a user-related issue due to an unpaired or expired sensor that interrupted automated dosing. It was concluded, based on previously established findings for similar reports, that the cause was use error associated with sensor connectivity rather than a device malfunction.